Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The product code was found to be 82-3110 and not that of 82-3115 as previously reported by the customer. The valve was irrigated and an occlusion was noted at the ruby ball. The device was tested for pressure and passed the test. The device was then dismantled and visually inspected under magnification and biological debris was found on the ruby ball, the seat of the ruby ball, and on the base plate. Biological debris was the apparent root cause of the device failure. A review of the history device records confirmed the valve conformed to the specs when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that there was no flow through the shunt. As result, the device was revised and the pt is feeling better.